Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the patient saw "a few large gaps of air in the line." The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the presence of air. The technical service representative assisted the patient in ending therapy and advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.